Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a pipeline failed to open at the distal end. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured petrous segment of the right carotid artery aneurysm with a saccular morphology. Aneurysm dimensions: max diameter 3 mm, neck diameter 3 mm. Landing zone: max diameter 3.4 mm, neck diameter 4.1 mm. The patient¿s vessel tortuosity was severe. The device was positioned correctly in the segment to be treated but did not open. An attempt was made to resheath it but it was not possible for it to open. When removing the device from the patient, it was not in a condition to implant. The distal portion was place in a bend. The pipeline was not stuck in the capture coil. Less than 50% of the pipeline was deployed when it failed to open. The pipeline was resheathed more than 2 times. The pipeline was resheathed and removed with the microcatheter. Dapt (dual antiplatelet treatment) was not administered. The event did not lead to or extend patient hospitalization. The angiographic result post procedure was successful. There were no patient symptoms or complications associated with this event. Ancillary devices: microcatheter phenom 27 batch: 225126685, guidewire avigo batch: b602658, other device(s) used phenom plus batch: 226990777.

Manufacturer narrative:
Product analysis:¿equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿ as found condition: the pipeline flex shield embolization device was returned for analysis within a shipping box; within a plastic bio-pouch; within an opened pipeline flex shield outer carton and inner pouch; and within a dispenser coil. ¿ damage location details: no bend or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. However, the pushwire was found to be detached from distal hypotube. The remaining segment was not returned for analysis. Therefore, any contributing factors could not be assessed. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. One of the ends of pipeline flex shield braid appeared to be not fully opened due to damaged braid. The other end of the pipeline flex shield braid was found fully opened and damaged. No other anomalies were observed. ¿ conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure/incomplete open distal (flex) as the device was resheathed. In addition, the proximal and distal ends could not be identified. Damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline flex shield more than two times. It is possible that the severe vessel tortuosity may have contributed to the reported issues. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the pipeline failure to open wasn't determined.